Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter indicated that after swimming with the pump the battery compartment was noted to be wet. The reporter indicated that after changing the battery the pump was unexpectedly shutting off. The reporter confirmed that there was no visible damage to the battery compartment or cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/01/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/11/2013 with the following findings:a review of the pump¿s history showed multiple reboots. A visual inspection of the pump revealed a cracked battery compartment with evidence of internal moisture corrosion. The pump failed a leak test due to the cracked battery compartment. The returned battery cap was found to be within specifications and fit securely to the pump. During testing, the pump was exercised for 24 hours without any alarms or power loss. The pump cover was opened and evidence of corrosion was found on the force sensor place and the internal circuit board. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was installed and displayed properly.